Manufacturer narrative:
The device involved in the reported incident has been received for evaluation and an investigation has been initiated based on the reported info.

Event description:
The user facility recently began a licox trial. A po catheter was placed about 2 weeks ago to get a feel for placement. The catheter was working for about 4 days and then the "temperature too low" was intermittently flashing with the o2 number going up and down followed by the intermittent flashing of "temp too low". The user facility unplugged the temperature cable and the oxygen reading was accurate. It was further reported that the same series of events occurred again and the catheter is available for return.